Manufacturer narrative:
Review of the device history records indicate that packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Product was used.

Event description:
It was reported that, during a bipolar hip arthroplasty, when the nurse opened the outer blister pack, our sales representative found a unsealed lid of inner blister. The centrax was used as is.

Event description:
It was reported that, during a bipolar hip arthroplasty, when the nurse opened the outer blister pack, our sales representative found a unsealed lid of inner blister. The centrax was used as is.

Manufacturer narrative:
An event regarding packaging issue involving an other hip liner was reported. The event was not confirmed. Conclusions: although an image was provided showing the inner foil and blister not sealed, the event could not be confirmed as the packaging was not returned for further evaluation. Nc/CAPA was issued for an unsealed foil on inner blister. It was determined that the scope can be restricted to this one piece based on the 100% verification of product after the inner and outer blister sealing operation and the passing in-process testing results. No further investigation for this event is possible at this time. If device and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.